Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was missing boluses. The reporter stated that the patient had a blood glucose level over 250 mg/dl but under 500 mg/dl with no symptoms of hyperglycemia. The alleged blood glucose excursion does not meet the criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.